Event description:
The pt was revised because the tibial tray shifted into varus and the insert was worn and osteolysis present.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening. Provided information stated the tibial tray component shifted and caused the polyethylene wear. It was noted the products were implanted for approximately 20-years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.